Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur cemented cruciate retaining (cr) catalog # 42502006201 lot # 62756594, persona stemmed tibia catalog # 42532007101 lot # 63163696, persona all poly patella catalog # 42540000032 lot # 63104083. The complainant has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2020-01045, 0002648920-2020-00194, 0002648920-2020-00195. Remains implanted.

Event description:
It was reported that a patient underwent an initial knee arthroplasty. Subsequently, the patient experienced a stitch abscess with subsequent superficial wound infection. This was treated with antibiotics and resolved without further complication. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, b7, g4, g7, h1, h2

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical record review indicates there that the patient experienced an incision stich abscess and superficial infection of the incision post-operatively. The infection was resolved with steri-strips and antibiotics. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.